Manufacturer narrative:
See scanned table.

Event description:
Caller alleged imprecision with inratio. Results as follows. Inratio; 1.3, 2.0, 1.5, 7.1, 5.5, 1.6, 7.5, 3.1, 5.5, 4.3, 1.4, 2.0, 1.6. Inratio 2; 2.5, 3.4, 3.0, 4.1, 4.0, 3.0, 4.6, 2.1, 3.6, 3.1, 2.4, 2.8, 2.9.